Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to urethral atrophy. The existing aus cuff was removed and a new smaller 3.5cm cuff was placed at the bulbous urethra using perineal approach. No further issues were reported in relation to this event.